Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation, essure was on the left cornual area and had perforated that area') and device dislocation ('migration') in an adult female patient who had essure (batch no. 623317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and ovarian mass. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(4) 2019. At the time of the report, the uterine perforation, device dislocation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation, essure that was on the left cornual area and that had perforated that area') and device dislocation ('migration') in an adult female patient who had essure (batch no. 623317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and ovarian mass. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 15-mar-2021: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy + bi-so). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event injury updated to pain. New event added: abnormal bleeding, psych injury, migration, uterine perforation. Essure removal added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.